Manufacturer narrative:
An event of pleural effusion was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an (B)(6)2023 an unknown size amplatzer amulet left atrial appendage occluder was implanted using an unknown delivery system. Post procedure, the patient had small pericardial effusion (pe). The patient did not require any type of intervention to treat the pe, and there was no delay in their discharge to home.